Manufacturer narrative:
Follow-up #1: date of submission 11/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture corrosion observed inside the battery compartment. The pump passed the leak test and no further moisture was observed. The returned battery cap was used and fully tightened to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture corrosion visible in the battery compartment. Reportedly, there was no physical damage to the pump. It was noted that the patient¿s blood glucose level was greater than 250mg/dl but less than 500mg/dl with no symptoms indicated, which does not meet the animas criteria of an adverse event. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.